Event description:
It was reported that bipolar lead impedance is lower than unipolar: bipolar is between 180 and 230 ohms, and unipolar impedance is 240 ohms. It was also noted that bipolar pacing threshold has risen. The lead is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.